Event description:
The customer contacted stryker to report that their device was showing all three icons (attention, charge-pak and service wrench) and not completing boot up cycle. With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. There was no patient involvement reported with the event.

Manufacturer narrative:
A third party service agent evaluated the customer¿s device and was able to verify and duplicate reported issue. This device is non-serviceable therefore no root cause could be established and the device could not be repaired. This device was archived by stryker and the customer received a replacement device.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device was showing all three icons (attention, charge-pak and service wrench) and not completing boot up cycle. With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. There was no patient involvement reported with the event.